Event description:
The customer reported that the system has a bad iris pot and displays bad iris calibration errors during boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep observed the system and found the iris pot gear was bad. He tried to calibrate the pot, but was unable to due to a defective gear. The customer performed the repair on the system.